Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a) some abnormality occurred in communication with the scope due to a foreign body or moisture adherence at the electric junction . A definitive root cause cannot be identified. The instructions for use (IFU) addresses this failure: caution make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Additional information was requested regarding this event but was not successful. This report will be supplemented if additional information becomes available. Olympus will continue to monitor the field performance of this device.

Event description:
The issue stayed resolved. The procedure was completed but its unknown if the procedure was completed with the same or similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information from the reporter, refer to b5, e2, e3 and g2.

Manufacturer narrative:
In speaking with tac, the customer reported that when the cv-190 was connected to a pcf-h190dl scope, there was a b30 scope communication error. Tac instructed the customer to press the escape key on the cv-190 keyboard and power down both the cv-190 and clv-190. The customer was then instructd to temove the scope from the tower and clean the electrical contacts with 70% isopropyl alcohol and recommended that the customer use canned air on the clv-190 connector socket. The customer connected the scope to the cv-190/clv-190 tower and powered it back on. He told me that the b30 scope communication error code went away. Per the customer, the issue was resolved after cleaning the electrical contacts of the scope. No devices are expected to be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac),that there was a b30 scope communication error on the evis exera iii video system center prior to an unknown diagnostic procedure. There were no reports of patient harm associated with this event.